Event description:
The customer reported that the sys displayed an error message which required the system to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro functions board was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.